Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
On (B)(6) 2024, a sales representative reported via (B)(4) that an ar-6480 dualwave arthroscopy fluid management system when using the rinse function no longer worked. The case was completed without incident, and the pump was removed when the case was completed. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.